Event description:
During the nissen fundoplication procedure, it was felt that the patient was burned from the heat emitted from the endoscope. The light source was run at 100% and it is perhaps safer to run the device at 50%. This device is specifically designed for use with the davinci s system, and is manufactured with two regular endoscopes bonded together. This was the first case performed using these instruments and therefore, running the source at 100% was not out of the ordinary. Our facility was not instructed to start running the device at a lower percentage. The user manual instructs users to set up and white balance the s system at 100%, and does not state what the illuminator should be set to during the procedure. The user manual does state however that "to minimize fogging, maintain heating of the endoscope tip by setting the illuminator brightness to 100% and using the level or iris knobs on the ccu's to adjust the brightness of the surgical image". There was no indication from the manufacturing representative, who was in the room at the time of the incident, that the system may be faulty. They later encouraged us to use the illuminator at 100% during future procedures.